Event description:
Caller reported potential false negative hcg results on the consult diagnostic hcg urine cassette test on one patient. The quantitative hcg was reported to be greater than 2,000 mui/ml. There was no reported adverse patient sequela. There was no additional information reported.

Manufacturer narrative:
Investigation pending.